Event description:
I had the essure permanent birth control implanted on (B)(6) 2010 by a (B)(6). The product reference number is (B)(4) and lot number is 20224430. The left coil failed and has since caused constant pain in my left lower abdomen. I had to have a tubal ligation, in addition to the essure to ensure no more pregnancy. The same dr. Performed this operation and left both essure coils in my fallopian tubes.. Before this implant my periods were painless with light bleeding, after the essure my bmp periods are accompanied by depilating pain with heavy bleeding. I also am losing hair and now have a receding hairline that all started after the implant.